Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a system controller exchange was confirmed via the submitted log file. The heartmate ii system controller was not returned for analysis; however, a log file was submitted for review with events spanning approximately 7 days (B)(6) 2021, (B)(6) 2021 ¿ (B)(6) 2021 per timestamp). The log file began with an apparent controller exchange on (B)(6) 2021 at 08:43:49. The controller was powered on at 13:21:33 on (B)(6) 2021 without the driveline connected. The controller was connected to power and the driveline on (B)(6) 2021 at 08:44:43. There were no other notable alarms. Multiple good faith efforts were sent regarding the cause for the controller exchange, the serial number of the heartmate ii system controller, and if any product would be returned to abbott for evaluation. To date, no response has been received. A root cause for the reported event was unable to be conclusively determined through this investigation. The device history records were unable to be reviewed for the heartmate ii system controller due to no serial number being provided. Heartmate ii instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate ii patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. Additionally, heartmate ii patient handbook section 10 entitled ¿safety checklists¿, instructs users to regularly inspect their accessories for damage, and to replace any equipment that appears damaged or worn. Heartmate ii instructions for use (IFU) section 3 ¿ ¿powering the system¿ and the heartmate ii patient handbook section 3 ¿ ¿powering the system¿ addresses how to properly use the 14v battery clips and 14v li-ion batteries. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was found through log file analysis that the patient underwent a controller exchange on (B)(6) 2021. Related manufacturer report number: (B)(4).

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.